Manufacturer narrative:
A patient underwent surgical intervention wherein the lead and ipg were explanted and replaced due to high impedances was reported to abbott. The issue was resolved. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Related manufacturer reference number 1627487-2024-08131. It was reported that patient underwent surgical intervention wherein the lead and ipg were explanted and replaced due to high impedances. The issue was resolved.

Manufacturer narrative:
B3-date of event is estimated.